Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this is one of two complaints that occurred during the same procedure. Reference MFR report number 3005099803-2009-03743 for the associated device report. It was reported to boston scientific corp that two endovive safety peg kits push method were used during a percutaneous endoscopic gastrostomy placement procedure. According to the complainant, during placement, the feeding tube would not rack over the guidewire. This device was removed and a second of the same was used with a new guidewire having the same result. The procedure was completed by pushing the second device through the stoma site with a hemostat. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.